Event description:
It was reported that during an oral extraction a brown fluid came out of the device. The substance did not come into contact with the surgical site. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The attachment was received at the manufacturer for eval. Based on the investigation details, a possible cause for the reported leakage was a problem with corrosion built up inside the attachment, which made the lock collar stick. The lock collar was repaired and replaced, and then returned to the customer.